Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer pocket failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 7 pocket was not open. A field service engineer (fse) had found that the cubie pocket would not open regardless of its placement in the station. The fse determined that the cubie was defective and needed to be replaced. The fse directed user to unload and delete the cubie and assisted the customer in breaking it open to retrieve the medications. The system functioned as intended after the field service engineer repaired the device.